Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) was experiencing episodes of dizziness and syncope. Review of this ICD data indicated oversensing of noise resulting in pacing inhibition on both the right atrial and right ventricular channels. The minute ventilation signal was thought to be cause of this. A jump in pacing impedance measurements on the atrial channel was also noted, however no measurements were observed to be out of range. Testing was unable to reproduce any noise and the ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.